Event description:
The customer reported that device sparked while plugged into the power socket. There was no allegation of patient or caregiver injury associated with this complaint. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp), pulse rate (pr), noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. Power cord was replaced and electrical safety testing was performed and passed successfully. The device was not returned for manufacturer investigation, therefore no further investigation into the root cause of the reported issue could be performed. Should additional information be provided, a supplemental report will be filed. However, based on the information provided at this time no further action is required.

Event description:
The customer reported that device sparked while plugged into the power socket. There was no allegation of patient or caregiver injury associated with this complaint. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Following further review of the documentation pertaining complaint (B)(4), hillrom has established that this event had already been captured in our complaint handing system as complaint (B)(4), which was reported to the us FDA on august 8th, 2022, with MDR n. 1316463-2022-00113. In fact, (B)(4) had been erroneously created from a letter of closure received from the australian authorities for the event described in (B)(4). Therefore, the event reported on august 16th, 2022, in MDR n. 1316463-2022-00115 is the same as the one reported in 1316463-2022-00113. We apologise for any inconvenience this could create.